Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was not grasping, and the wrist was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting not grasping, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no cable damage or misalignment of grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The grip bumper test passed as well. The maryland bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. Failure analysis found the additional failure of a broken conductor wire to not be related to the customer reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No loss of conductor wire insulation was observed. The probable root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage. The maryland bipolar forceps instrument was found with thermal damage at the bipolar yaw pulley. Black char marks were observed at the grip base. Any material missing likely to be thermally induced rather than mechanically induced. The probable root cause is attributed to mishandling/misuse. This complaint is reportable malfunction event due to the following conclusion: the instrument had thermal damage at the bipolar yaw pulley. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.